Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. Two photos of a 1ml luer-lok syringe (part number 309628, batch 4305626) were evaluated. One photo displays the top web slip with complete product information, while the other shows a syringe in sealed packaging with brownish discoloration on the barrel, consistent with a burnt barrel condition. The observed defect is non-conforming to product specifications. Consultation with a molding process engineer confirmed the discoloration resulted from degraded resin due to prolonged exposure to high temperatures during molding, likely during machine start-up. The defect is cosmetic and does not pose a risk to the customer. The potential root cause of the burnt barrel defect is associated with the molding process. Furthermore, a device history record review was completed for provided lot number 4305626. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll had foreign matter. The following information was provided by the initial reporter: looks like contamination of product, inside the seal packing appear to have a brownish stain on the syringe.